Event description:
It was reported that earlier than anticipated battery depletion of a bi-v implantable cardioverter defibrillator (ICD) resulted in the device being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Model: 4568-53, implantable pacing lead; implant: (B)(6) 1999. Model: 419488, implantable pacing lead; implant: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.